Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot properly. Once booted up, the system failed to properly save and recall pt image data. There is no report of injury or death associated with the event described in this complaint.